Event description:
A pt reported experiencing inaccurate erratic results with a lfs meter. The pt's blood glucose results were "181 mg/dl" and "118 mg/dl" on the meter. Tests were done within 10 minutes with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.